Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient experienced uncomfortable stimulation in the right and left leg. At the end of the patient¿s work day, the patient was getting zapped down the right leg. The device was reprogrammed on (B)(6) 2016 and the voltage was increased. It was further reported that when the patient was at work they experienced zapping sensation of the left leg and foot. The device was reprogrammed on (B)(6) 2016. This event resulted in an unscheduled office/clinic visit. The etiology indicated the relationship of the event to the device or therapy was related, but not related to the implant procedure. The outcome was reported as resolved without sequelae on (B)(6) 2016. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the event was due to the patient¿s last programming on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the uncomfortable stimulation and zapping was not determined. No further complications are anticipated.